Event description:
It was reported that a user experienced repeated low blood glucose (bg) throughout the day while using the ilet system, and support reviewed charts and identified consistent overtreatment of hypoglycemia leading to rebound elevated bg and subsequent pump-driven correction boluses. Symptoms included hypoglycemia reaching 65 mg/dl. Outcomes included self-treatment of hypoglycemia with oral glucose sources such as juice or glucose tablets. Investigation included case review with troubleshooting and user education on hypoglycemia treatment using smaller carbohydrate doses and allowing sensor readings to update before additional treatment. Investigation of this case revealed that user behavior, specifically overtreatment of lows, contributed to the roller-coaster glucose pattern rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and education needs were the most likely cause.